Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was found out to be dislodged. A revision was performed, the lead portion was capped, and the pace sense was plugged into the right ventricular (rv). The lead was then repositioned. In addition, antibiotics were given intravenously. The lead remains in service. No additional adverse patient effects were reported.